Manufacturer narrative:
(B)(4). Concomitant medical products: 00784801100 modular neck a 12/14 neck taper lot 6081976, 01.00181.480 metasul large diameter hd 48/n lot 2420746, 01.00185.148 hd adapter xl/+8 12/14-18/20 lot 2424835, 01.00214.154 durom us acet cmpnt 54/48 n lot 2419523. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that during a hip revision procedure, an osteolytic defect was noted posterior at the base of the femoral component. A minor nondisplaced trochanteric fracture was identified to develop at the lytic area previously noted at the posterior lateral base of the trochanter. The device remains implanted. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by operative notes. Surgical notes from (B)(6) 2008 indicates that patient was admitted for elective left total hip arthoplasty and abductor tenotomy for severe osteoarthritis and adduction contracture. At conclusion of the procedure, range of motion and noted to have a residual adduction contraction of the left hip with the inability to passively adduction beyond 5 degrees, as such an open adductor tenoptomy was performed. Leg length was found equal. Patient was transferred to recovery room in stable condition. Surgical notes from (B)(6) 2017 indicates patient underwent revision for acetabular cup loosening and severe acetabular lysis, there was no bone ingrowth. During the procedure it was noted that marked corrosion at the head and neck interface and this was cold-welded at junction. There was proximal osteolysis noted. A minor non displaced posteriorly based in completed trochanteric fracture was identified to develop at the lytic area previously noted at the posterior lateral base of trochanter. Care was taken to avoid displacement or propagation of this fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.